Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/24/2015.

Event description:
According to the reporter: the blue duck bill seal got pushed down and leaked when the surgeon used the clearify small cleaning q-tip was inserted to clean it. The seal was compromised and resulted in loss of pneumoperitoneum and inability to maintain proper flow of co2. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. There were no visual or functional abnormalities noted during the pmv testing. The obturator passed through the trocar without difficulty a pmv obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, each instrument passed an air leak test. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.